Event description:
Agfa is submitting this MDR on (B)(6) 2013. Agfa's awareness date is (B)(6) 2013 for this event. Agfa submitted MDR report # 1225058-2010-00001 to the FDA on (B)(6) 2010 for a customer in the us. A 5th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat), but with a customer in (B)(6). The site contacted (B)(4) and reported that when attempting to enter contrast total (numerical) values in a ¿total contrast¿ field within impax cv reporting, the values were not saving to the final report. Per an (B)(4) reportable correction - FDA reference # is (B)(4), corrective actions were to be initiated at this (B)(6) site and rmat was to be disabled. However, it was determined at the onset of this investigation the rmat tool functionality for customization was improperly implemented. An investigation into the improper rmat customization implementation is underway. There has been no impact or harm to patients. A reportable correction is underway for this issue and has been reported to the FDA. FDA reference # is z-2112-10.